Event description:
The complainant alleged that during a biomeds routine testing they rec'd pacer faults 122, 123, and 126. The complainant indicated that there was no pt involvement with this reported incident.